Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Although the patient complaint reportedly states the patient experienced inaccuracies, the initial allegation was that the ¿dexcom did not go up¿ and later was reported that the patient was not seeing readings on the dexcom. On the same day the sensor was inserted, the patient as not feeling well. She felt tired, weak and fatigue. Because she was not seeing readings on the cgm they checked their bg and it was 850 mg/dl. The patient was taken to the emergency room and when a bg was checked there is was 952 mg/dl. The patient was treated while in the hospital but does not recall what medications were provided to her. Follow up contact was made with the patient on (B)(6) 2023 and the patient stated that she was in the hospital until (B)(6) 2023. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Although the patient complaint reportedly states the patient experienced inaccuracies, the initial allegation was that the ¿dexcom did not go up¿ and later was reported that the patient was not seeing readings on the dexcom. On the same day the sensor was inserted, the patient as not feeling well. She felt tired, weak and fatigue. Because she was not seeing readings on the cgm they checked their bg and it was 850 mg/dl. The patient was taken to the emergency room and when a bg was checked there is was 952 mg/dl. The patient was treated while in the hospital but does not recall what medications were provided to her. Follow up contact was made with the patient on (B)(6) 2023 and the patient stated that she was in the hospital until (B)(6) 2023. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.